Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that there was air leaking around the adaptor of an bc400 gas supply line during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two returned complaint bc400 gas supply lines were occluded at one connector end and submerged in a waterbath to test for leaks. The waterbath test was repeated by occluding the other connector end. Results: the waterbath test did not reveal any leakage for both returned complaint supply lines. No lot check could be performed as no lot number was provided. Conclusion: no fault was found with two returned complaint gas supply lines.

Event description:
A hospital in (B)(6) reported that there was air leaking around the adaptor of an bc400 gas supply line during use.no patient consequence was reported.